Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted after a duration of 6 years due to aortic insufficiency with a 70mm gradient. No additional information was provided at this time.

Manufacturer narrative:
Evaluation: method = evaluation anticipated, not yet completed. Conclusion = evaluation anticipated, not yet completed. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Additional information has been requested, but not yet provided by the healthcare provider. Device evaluation results and analysis will be reported once completed.

Manufacturer narrative:
Device evaluation: method = x-ray. Evaluation summary: the valve as received had severe distortions, possibly due to explant. The wireform and band were cut. The sewing ring and the tissue were also cut off. Approximately 3-4 mm of tissue remained along the attachment. Pieces of tissue returned were most likely sections of the leaflets. Extrinsic calcification was heavy in the remaining attached tissue and in the returned pieces of tissue. Calcification, as evident in the x-ray, most likely led to stenosis. Device evaluation indicates calcification and leaflet deterioration as the primary causes of the reported stenosis and insufficiency leading to explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. It is highly likely that patient comorbidities (diabetes, morbid obesity, history of aortic valve stenosis...etc), may have caused or contributed to this event.

Event description:
Received the operative report on (B)(6) 2011; the patient's medical history included refractory congestive heart failure, morbid obesity, diabetes and aortic stenosis; in addition to the reported aortic insufficiency. Intraoperative findings stated, "intraoperative transesophageal echocardiography was consistent with critical aortic valve stenosis and severe post aortic valve insufficiency. On direct inspection of the prosthesis aortic a valve two of the leaflets were completely immobile and there were multiple encrustations over all the leaflets...there were dense pericardial adhesions."